Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare facility reports that the lens got jammed in the injector resulting in a broken haptic. Haptic breakage was detected on implantation of the iol into the eye. The superflex aspheric 920h iol was explanted and a replacement iol was implanted in the original planned surgery session. The healthcare professional confirms that there was no impact to the patient as a result of this event. The superflex aspheric 920h iol was discarded by the healthcare facility following explantation. Without the ability to examine the device it is not possible for us to establish the cause of haptic breakage in this case. Our review of production records for the superflex aspheric 920h iol batch 056e84223 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distirbution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the superflex aspheric 920h iol (may 2016) was conducted in order to determine if any trends exist. This review concluded that no other incidents, of any type, have been received against the superflex aspheric 920h iol batch 056e84223. Device discarded by healthcare facility.

Event description:
On (B)(6) 2016, rayner intraocular lenses limited received notification from a UK healthcare facility of an event that occurred during use of a superflex aspheric 920h iol. The event description provided states "lens got jammed in the injector resulting in a broken haptic".